Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of headache on the right implanted side since (B)(6) 2018. The user reportedly did not wear the sonnet processor continuously during this period. The patient was re-mapped and the symptoms were resolved.

Manufacturer narrative:
Conclusions: according to the received information, the recipient was experiencing headache on the right side with the use of the device. Reportedly facial nerve stimulation started after a fitting at the clinic, which could explain the reported symptom, as the headache began concurrently to it. Facial nerve stimulation is a known possible side effect of cochlear implantation. Furthermore, in situ measurements show two channels involved in a short circuit for undetermined reasons, that might have contributed to the observed uncomfortable sensations. The recipient was re-fitted with a tri-phasic map and is doing fine with the use of the implant system, which remains implanted and in use. This is a final report.

Event description:
The user reported experiencing headaches since (B)(6)2018 which occurred only with use of the processor. The user did not wear the sonnet processor continuously during this period due to these symptoms and requested an implant check. As per further information, facial nerve stimulation started after the last fitting/ implant check done by the clinic staff. The headache began at the same time as the fns. The user was subsequently re-mapped with triphasic pulses and the symptoms have solved.